Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was not returned to depuy (B)(6) customer quality for evaluation. Examination of a provided photograph found the fixation pin to be bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
In theatre with the surgeon at (B)(6), the attached images show a bent pin and device product/lot code.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned to depuy warsaw customer quality for evaluation. Examination of a provided photograph found the fixation pin to be bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.